Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). The returned lighttrail reusable 230 um was analyzed, and a visual evaluation noted that it was returned in one piece. The fiber measured 307.2 cm from the tip of the connector to the end of the exposed glass tip. The exposed glass tip measured 2 mm and appeared degraded. Examination under magnification confirms the pattern on the tip is consistent with normal degradation. Fibers are consumable and meant to degrade with use. Light from the sma connector was distorted, indicating a fracture within the connector. The fiber was tested on the laser console, which read applicator has been used 13 times, indicating the console successfully identified the fiber rfid. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed signs of normal degradation. Additionally, light from the sma connector was distorted, indicating a fracture within the fiber connector. Although there was observed damage to the fiber, the reported complaint of rfid connection issue was not confirmed. The laser fiber transmits laser energy from the laser console to the treatment site through the fiber tip. Excessive use and procedural handling of the device, which the console identified over 10 uses, may have contributed to the fiber break within the connector. A broken fiber within the connector of the device can result in insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. A labeling review was performed and, from the information available, the instructions for use, IFU, states, using the lighttrail reusable laser fiber beyond the allowed 10 application cycles is not permitted and can lead to unforeseeable risks for patient, operator and laser device. Excessive use and procedural handling of the device, which the console identified over 10 uses, may have contributed to the fiber break within the connector. Review and analysis of all available information indicated that the root cause is failure to follow instructions, which indicates that problems traced to the user not following the manufacturer's instructions. This code was selected due to the observed over-use of the device, which was confirmed by testing with the console, and likely led to the fracture within the fiber connector. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on august 27, 2020 that a lighttrail reusable 230 um was used in a retrograde intrarenal surgery procedure performed on an (B)(6) 2020. According to the complainant, during the procedure, when the technician tried to connect the fiber, it was not recognized by the laser console. The procedure was completed with another lighttrail reusable 230 um. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of the laser fiber broken within the connector.